Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was attempted to be used during a procedure to treat a lesion in the rca. It was reported that the stent was unable to cross the lesion and when the stent was pulled back, the proximal edge of the stent got caught on the guide catheter. Upon examination, it was noted that the stent struts were raised. No patient injury. The procedure was complete using a 3.5 x 30 mm resolute onyx device.